Event description:
The user facility reported that the s20 sterilant cup had not fully emptied and the biological indicator did not pass. No injuries were reported to hospital staff or patients.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and found that the aspirator probe was cracked. The technician replaced the aspirator probe and ran both diagnostic and sterile cycles which evidenced passing results. In addition, the user facility ran three consecutive biological indicators which evidenced passing results. Daily cleaning and checks portion (section 7-4) of the system 1 operator manual states "check aspirator assembly, probe lumen clear, no cracks or chips, hose connection secure. Replace aspirator assembly if any damage is noted. Caution: use of a blocked or damaged aspirator may result in ineffective sterilization." The service technician also observed the facility's handling techniques for biological indicators and noted the operator was not processing the indicators as provided in the processing instructions. Specifically, the operator was not transferring the control indicator into a fresh vial of culture medium and placing the vial in incubator for 24 hours. Rather he was carrying the biological indicator in a plastic bag to the central processing department where it was set on a shelf (rather than being incubated immediately). The operator and his supervisor were counseled on proper handling techniques for the steris biological indicators. The user facility has had no further issues with failed biological indicators. The chemical indicator for the reported cycle passed. In general, the facility's practice with respect to scopes involved in this type event is to successfully re-processed them in a different system 1 prior to clinical use. The biological indicator results may reflect that inadequate sterilant was introduced into the system as a result of the damaged aspirator probe, a fact supported by the report that the sterilant cup did not fully empty during the cycle. Steris offered a formal re-fresher in-service training on the proper handling of biological indicators and daily cleaning and checks of system 1 however, the user facility declined.